Manufacturer narrative:
The results of the investigation are inconclusive as the product was not returned for analysis.

Event description:
Related MFR report: 3006705815-2020-02383. It was reported the patient underwent surgical intervention to replace one of the scs system leads due to high impedance. Reportedly, during the procedure the lead was visibly fractured at the anchor. The lead was replaced and the issue resolved.